Event description:
A stapler failed to fire during an ileostomy take down procedure. The patient did not sustain any injury as a result of this incident. The original procedure was completed with another stapler of the same manufacturer and model number. This stapler is a single use device. It has not been confirmed if this event was attributed to user error, poor device design or inadequate manufacturer's instructions. It is not known how much experience and/or training the user had with this device. The user's training and experience have been predominantly with a competitor's product which was expressed as a personal preference. The site is not considering any changes to eliminate the possibility of this type of failure in the future. It is not known how long the facility has been using this device. The site has had a history of problems with this device although it is not known how many times or what type of problems. The manufacturer has not provided any feedback to the site to date.